Event description:
It was reported that 2 bd connecta¿ stopcock product information was missing. The following information was provided by the initial reporter, translated from chinese to english: the hospital found that product information of 2 product single packages was missing during storage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd connecta¿ stopcock product information was missing. The following information was provided by the initial reporter, translated from chinese to english: the hospital found that product information of 2 product single packages was missing during storage.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of package empty and label content missing were confirmed upon inspection and testing of the samples. Bd determined that the cause of the failure was related to our packaging process. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.